Event description:
It was reported that they had to change pads and clean up patient. Tried to restart therapy but kept getting air leak alert in an arctic sun device. Swapped out to a new device and getting same alert. Normothermia targeted temperature (tt) was 98.6f, patient temperature (pt) was 99.5f, 5 pads connected to the device. Had them stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines and cleared any kinks. Water flow rate (wfr) was stabilized at 3.1 l/m. Trouble shot original device ((B)(6)). Placed device in manual control at 50f with no pads connected. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 52f, outlet control temperature (t2) was 52.5f, inlet temperature (t3) was 54.9f, chiller temperature (t4) was 46.2f, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 56 percentage, mixing pump command (mpc) was 41, heater was 0, water reservoir level (wrl) was 5, system hours were 8744.9 and pump hours were 7592.6. Connected new pads (pr# (B)(4)) to device in manual control and after a few minutes system diagnostics showed that the outlet monitor temperature (t1) was 50.2f, outlet control temperature (t2) was 50.7f, inlet temperature (t3) was 51.4f, chiller temperature (t4) was 40.5f, water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was -0.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 28 percentage, heater was 0. Encouraged to send original device ((B)(6)) to biomed for evaluation. Therapy continued on new device with good flow. Per follow up call with nurse on (B)(6) 2024, pads were size large. Patient had soiled themselves which is why they had to remove the original set of pads. The second set of pads had no further issues after reconnecting them to the new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had to change pads and clean up patient. Tried to restart therapy but kept getting air leak alert in an arctic sun device. Swapped out to a new device and getting same alert. Normothermia targeted temperature (tt) was 98.6f, patient temperature (pt) was 99.5f, 5 pads connected to the device. Had them stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines and cleared any kinks. Water flow rate (wfr) was stabilized at 3.1 l/m. Trouble shot original device ((B)(6)). Placed device in manual control at 50f with no pads connected. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 52f, outlet control temperature (t2) was 52.5f, inlet temperature (t3) was 54.9f, chiller temperature (t4) was 46.2f, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 56 percentage, mixing pump command (mpc) was 41, heater was 0, water reservoir level (wrl) was 5, system hours were 8744.9 and pump hours were 7592.6. Connected new pads to device in manual control and after a few minutes system diagnostics showed that the outlet monitor temperature (t1) was 50.2f, outlet control temperature (t2) was 50.7f, inlet temperature (t3) was 51.4f, chiller temperature (t4) was 40.5f, water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was -0.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 28 percentage, heater was 0. Encouraged to send original device ((B)(6)) to biomed for evaluation. Therapy continued on new device with good flow. Per follow up call with nurse on 02sep2024, pads were size large. Patient had soiled themselves which is why they had to remove the original set of pads. The second set of pads had no further issues after reconnecting them to the new device.

Manufacturer narrative:
The reported issue was inconclusive. Device was not returned. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be the water flow rate is inadequate to transfer optimal energy due to air leaks. However, there was insufficient information to confirm this potential root cause. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. Correction: d,e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.